Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer-reported complaint of 'jaws would not close and work properly. The message showed self-test failed'. The instrument was found to have a missing c-clip at the grip ring. This causes the jaws not to close and work properly. Additionally, the instrument was found to have a dislodged washer at the grip ring. The washer was loosely placed and moving freely. The grip ring moved freely up and down gripping the grip drive adapter. The instrument was placed on an in-house system, where it passed the recognition and engagement tests but failed the initialization test on 3 out of 3 attempts. There were no logs to display this failure. The dislodged washer at the grip ring likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The initial findings were confirmed by advanced failure analysis. The issue is the instrument retaining ring: dislodged, as it was found to be stuck to the magnet inside the housing. The dislodged retaining ring can cause the washer to get dislodged

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm vessel sealer extend (vse) instrument's jaws would not close. A message was generated stating that the instrument failed the self-test. The customer completed the procedure with no further issue reported. No known impact or patient consequence was reported.